Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.25 x 32 synergy drug-eluting stent was selected for use to treat the target lesion. However, during the procedure, the stent was found broken outside the patient's body. The procedure was completed with a 2.25x28 stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the 10th most proximal row of stent struts bunched and overlapped in the center, the stent moved from the proximal markerband approximately 9mm distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.25 x 32 synergy¿ drug-eluting stent was selected for use to treat the target lesion. However, during the procedure, the stent was found broken outside the patient's body. The procedure was completed with a 2.25x28 stent. No patient complications were reported and the patient's status was good.